Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint, a review of the data log observed that the patient's smart device was muted for at least one alert. The data also observed that the application presented an alarm to the patient at 100% volume. The reported event that the application stopped making audible alerts was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application does not make any audible sounds, only displays messages and vibrates. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for review. It was observed that the alerts were enabled and correctly registered in the data logs at 100% volume and no abnormal behavior was noted. The reported event that te app stopped making audible alerts was not confirmed. A root cause could not be determined.